Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown liner, lot# unknown; item# unknown, unknown stem, lot# unknown; item# unknown ,unknown cup, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019- 02086.

Event description:
It was reported that patient underwent revision due to unknown reasons approximately four and a half years post initial implantation. Attempts to obtain additional information was made; however, none was available.

Event description:
Upon reassessment of the reported event it was determined that, the event was reported under wrong MFR. This event will be reported on 0002648920-2019-00554.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that, the event was reported under wrong MFR. This event will be reported on 0002648920-2019-00554.